Event description:
It was alleged by the patient's attorney: "following an anterior repair and a posterior repair performed in 2007, the patient experienced mental and physical pain and suffering, permanent injury, physical deformity, loss of a bodily organ system and has undergone or will undergo corrective surgery or surgeries". An inquiry was forwarded to the patient's physician who responded that all inquiries concerning this patient should be forwarded to his attorney. The patient's attorney provided the patient's implant card. The diagnosis and type of treatment for this specific patient is not known.